Manufacturer narrative:
(B)(4). Final analysis found that the device exhibited elective replacement indicator (eri). No information was received from the field regarding device settings.

Event description:
It was reported that the pulse generator reached elective replacement indicator (eri) on (B)(6) 2011. At the previous follow-up on (B)(6) 2011 the remaining longevity was 1.50 years.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.